Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the off-button on the keyboard pad was out of specification. Analysis also found the upper case broken, the lower case, battery release, lead flex cover and battery drawer contaminated, the two side bail covers broken and contaminated, the battery contacts compressed and the liquid crystal display (lcd) out of specification (segments missing). (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not always power off. The biomedical engineer has to press the off button hard and several times before the device would shut off. Therefore, the epg was returned for repair. There was no patient complications reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) would not always power off. The biomedical engineer has to press the off button hard and several times before the device would shut off. Therefore, the epg was returned for repair. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.